Event description:
A physician reported that there was aspiration failure of a probe immediately after starting to use the product during vitrectomy surgery. The condition of actuation and cutting was unknown. The surgery was completed after replacing the product with another one. There was no impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., e.1. (Initial reporter zip code), h.3., h.6. And h.11. The results of the investigation found the probe aspiration tubing kinked and folded underneath the probe rear shell which will prevent probe aspiration and result in the customer's experience. The vitrectomy probe¿s rear shell is meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the folded tubing observed. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The most likely root cause was identified to be an operator improperly connecting the probe rear shell to the probe engine after the probe was leak and flow tested. The rear shell should be manually connected by the operator prior to the probe test. After final assembly of each probe, a leak and flow test is performed at the tester station to detect and screen out nonconforming probes such as a kink on the aspiration line. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).